Event description:
Home patient reports a 2240 alarm during automated peritoneal dialysis treatment with the homechoice machine. Home patient reports that somehow disconnected the patient line of the homechoice set from the transfer set. The pt discontinued treatment and finished for the night. The pt was given prophylactic antibiotics by the healthcare professional with no resulting infection. The pt is retrained on proper technique and protocol.